Event description:
Senseonics was made an incident where user reported being hospitalized due to internal bleeding and was diagnosed with a urethral stricture. The event occurred on (B)(6) 2025. At the time of the call, the user stated he was feeling better but remained in communication with his hcp for ongoing follow-up. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently not using the system.

Manufacturer narrative:
The user reported being hospitalized due to internal bleeding and was diagnosed with a urethral stricture. The event occurred on (B)(6) 2025. At the time of the call, the user stated he was feeling better but remained in communication with his hcp for ongoing follow-up. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently not using the system.